Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the investigation.

Event description:
Patient was being lifted out of bed using maxi move passive floor lift. Once off the bed, the t bar released from the lift and patient, hanger bar and t-bar fell back to mattress. While inspecting the involved lift, noticed that the allen bolt that holds the t-bar in place was sheared off and t-bar had worked its way down, causing the t-bar to release. No injuries have been sustained.

Manufacturer narrative:
(B)(4). An investigation is carrying out for this complaint. The exploratory tests at the manufacturer's site are in progress in order to reproduce the reported failure mode - breakage of the bolt. The other aim of the evaluation is to verify the durability of the second fault (groove into the dummy block) of the t-bar attachment. To date, no failure as a result of the testing has been observed. The testing will be continued for additional month. Additional information will be provided within a month from now.

Manufacturer narrative:
An investigation is carrying out for this complaint. The durability testing (longterm cycling) has been completed. The failure mode could not have been duplicated. Additional information will be provided upon conclusions of the manufacturer's investigation.

Event description:
The faulty parts were returned for their evaluation. The testing is being performed by the manufacturer to determine the exact root cause of the reported product problem. Additional information will be provided following the conclusion of the investigation. The expected date for follow-up report is (B)(6) 2017.

Manufacturer narrative:
(B)(4). An investigation is carrying out for this complaint. The testing at the manufacturer's site is still in progress. Additional information will be provided within 30 days from now.

Manufacturer narrative:
An investigation was carried out into this complaint. As reported to arjohuntleigh, the resident (female, weight - (B)(6)) was being lifted out of bed with using maxi move passive floor lift. Once lifted, the t-bar released from the lifting arm and the whole assembly holding the resident fell back on the bed mattress. No injuries to the resident, neither to caregivers were reported. While inspecting the lift after the incident, it was noticed that the bolt that holds the t-bar in place had been sheared off and the t-bar had moved its way down the tracks on the aluminum dummy block until it came out the bottom of aluminum block tracks, causing it to release. It was also found that touchpad (control box membrane) was inoperative. The device had visible scratches and dents on chassis, mast, push handle, jib and covers (probably from hitting against ceilings, walls, bed frames and other obstacles). The device was under arjohuntleigh service contract - its last maintenance/service was performed on 2016-january-26. When reviewing similar events for the maxi move passive floor lift within last 5 years, we have found a number of other similar cases where it was confirmed that a t-bar detached from the device completely during usage with resident. Please note also that arjohuntleigh has manufactured in total over (B)(4) maxi move passive floor lifts to date. With the number of sold devices and with comparison to the daily usage, the occurrence rate observed for complaints with this specific failure mode in last 5 years is considered to be very low. T-bar is a part of the maxi move jib (lifting arm) allowing interchange of different spreader bars (names also dps). The t-bar is attached to the lifting arm via a part named dummy block. There are three mechanisms that are intended to keep the t-bar in place preventing any inadvertent detachment: a bolt holding the combi adaptor in the dummy block. Grooves in the dummy block. A cotter pin inserted into the dummy block. In course of the manufacturer's investigation, it has been tried to establish the most likely root cause of the reported malfunction - breakage of the t-bar bolt. The faulty parts were returned to the manufacturer (arjohuntleigh (B)(4) inc.) For their further evaluation. They exhibited signs of abusive use - extensive damage to the grooves in the dummy block, therefore they did not work as per intended. Residue of loctite applied during the manufacturing process was found. The parts involved have been also evaluated by an external laboratory. Following their evaluation, the bolt that holds the combi adaptor in place with the dummy block slightly loosened in service. The loosening was induced by lateral and repeated movements to the combi adaptor. This gap in the assembly caused the combi adaptor to apply movements of lateral flexion on the bolt head, which contributed to beginning of crack that quickly went by fatigue towards a breakage of the bolt, causing subsequently the spreader bar detachment. Additionally, two internal tests were conducted by the manufacturer. The purpose of the first test was to perform an exploratory test of durability for the second mechanism of the t-bar attachment of the maxi move; the purpose of the second test was to perform an exploratory test in order to attempt to reproduce a post-market incident that involves the t-bar attachment on the maxi move (specifically, this test was performed to investigate possible cause of the bolt breakage on the t-bar and at the same time to duplicate the event). Both tests were passed with success. The parts which underwent the testing did complete the totality of the cycling required by the protocol. It was not possible to break, even damage, the bolt that is used to secure the t-bar attachment into the load cell and the dummy block. The bolt was sent then to an external laboratory in order to determine if any damages, not easily visually noticeable, were present. The analysis report assesses that no damages or cracks were present in its structure. Therefore, the failure mode described in the complaint was not reproduced and could not be explained by the multiple attempts of duplication in laboratory environment. However, upon the course of the investigation it was impossible to duplicate the t-bar bolt breakage, we have been able to identity certain conditions under which the failure might have occurred: bolt that hold the combi adaptor fixed to the dummy block (t-bar bolt) loosened; the bolt is then re-torqued, with no application of loctite; deficiency of the second mechanism of the attachment mode since grooves are completely deteriorated downwards and also damaged laterally; the spreader bar (dps) is solicited in an extensive manner, in a way which falls outside of the recommended way of using arjohuntleigh device. It cannot be excluded that an incorrect service of the device was a contributing factor of the t-bar detachment in the reported incident, however this hypothesis cannot be confirmed with certainty. Two service calls registered for this device were related to the loose t-bar assembly - in september 2015 and then in january 2016. Training records of the service technicians have been provided for our reference - no missing or incomplete data were noted. To summarize, it can be assumed that isolated, undetermined conditions could have contributed to the outcome of the event. Despite our best efforts and comprehensive analyses, it is not possible to determine the exact root cause of the issue - t-bar bolt breakage. Although in the investigated complaint there was no adverse outcome, based on a potential for harm with high severity we determined to view this complaint as reportable in the abundance of caution. The device failed to meet its specification; it was used for patient handling and due to the spreader bar detachment contributed to the event occurrence. There are no indications that this event is related to design or manufacturing of the maxi move floor lift.